Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.5mm drill bit broke during a surgical procedure on (B)(6) 2015. The bit broke as the surgeon was drilling over the second distal hole of the plate with a sleeve. The procedure was completed successfully with the use of a spare drill bit; no time delay was noted. No fragments were left in the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary - investigation shows that the drill bit in question was found broken at the end of the drill shaft and the flutes is strongly untwisted. The relevant dimensions of the drill bit could not be verified due to the damage. The complaint is indeterminate from a manufacturing standpoint. However, the review of the manufacturing documents showed that the device was manufactured according to the specification. The fracture face is homogenous, which indicates material conformity. The lot was manufactured in august 2014 and this is the first complaint for this article- and lot number. It is likely that a blockage in combination with too much mechanical force caused the breakage of the drill bit. A possible reason for a blockage could be a metallic contact or with bone material blocked flutes, when the drill bit is not moved back- and forward to empty them. It is noted that blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. It is concluded that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review ¿ manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 04. Aug. 2014. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.